Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart xl+ defibrillator showed an ECG equipment failure. There was no negative patient impact.

Manufacturer narrative:
(B)(4)